Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose value was 42 mg/dl at night. She ate dinner and her blood glucose was 139 mg/dl. The next morning she went up to 389 mg/dl. Customer had breakfast and took 6 units of insulin and a couple of hours later her blood glucose level was 501 mg/dl. Customer treated for with manual injection. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. None no delivery alarms found in the alarm history. Customer removed the infusion set and the cannula is not bent or occluded. Customer stated that the keypad was not responding properly. Customer stated she would get back in contact to complete the high pressure test. Nothing further reported.